Manufacturer narrative:
The customer reported that their central nurse's station (cns) was displaying communication loss for all wireless devices on the segment. After the customer checked on the org, he discovered both the org and its power source, ups, to be turned off. Once the these devices were turned off, the communication resumed. No patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: an org was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: org: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. A ups was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was displaying communication loss for all wireless devices on the segment.

Event description:
The customer reported that their central nurse's station (cns) was displaying communication loss for all wireless devices on the segment.

Manufacturer narrative:
Details of complaint: on (B)(6)2020, the customer at (B)(6) reported the following issue with pu-621ra(main unit for cns-6201); sn(B)(6), from patient monitoring: experiencing comm loss on cns affecting all wireless devices on the segment. Investigation summary: the root cause of the issue was determined to be ups being powered off.the overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not require further investigation through CAPA process. Manufacturer's hazard analysis determined the residual risk of pu-621ra communication loss is acceptable.